Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a flattened dome (no crease). No cosmetic damage was noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; a button on the device is really hard to push and doesn't click. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.